Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the haptic was broken and bent and fibers were on the lens surface. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5-additional information: reportedly cataract surgery is planned. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.0/103 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2021 the lens was explanted due to low vault, lens opacity-asc, and vision loss.the cause of the event is reported as device: "size error, ocos calculation." Reportedly, the problem was not resolved with explant.